Event description:
It was reported that the patient underwent a posterolateral fusion surgery in the lumbar region of his spine from vertebrae l3 to l4 using the rhbmp-2/acs on (B)(6) 2009. The patient post-operative period was marked by increasingly severe pain that radiated to his lower extremities. The patient suffers from severe pain in his lower back that radiates to his lower extremities, and otherwise suffered serious injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with lumbar spinal stenosis, degenerative disc disease, l3-l4 and annular tear l3-l4 and underwent following procedures: l3-l4 posterolateral fusion. L3-l4 posterior non-segmental instrumentation. L3-l4 bilateral hemilaminectomy with foraminotomies. Use of bmp and local autograft. As per op-notes " a tap(5.5 mm ) was then used and then a 40mm screw, 6.5 mm in diameter, was then placed first on the patient's left and then on the patient's right at l3. These screws were tested and found to be above threshold for nerve root irritation. Attention was then turned to the l4 level. Similarly they were located in ap view and then progressed in the lateral projection with first the drill, gearshift probe, pedicle probe, tap and a 6.5 x 40 mm screw. This was first on the patient's left and then on the patient's right. Lateral fusion was then performed. Use of bmp local autograft and bone matrix were then placed laterally from l3 to l4. ". On (B)(6) 2009: the patient presented for follow up for lumbalgia. The patient underwent lumbar spine series. Impressions: satisfactory posterior fusion l3-l4. Osseous fusion l5-s1. No acute findings. On (B)(6) 2010: the patient presented with low back pain, neck pain, right shoulder pain, left thigh pain, left foot numbness and refilling of oxycodone. On (B)(6) 2010: the patient presented one month following a lumbar laminectomy and fusion at l3-l4 level. The patient was diagnosed with degenerative disc disease with associated spinal stenosis. On (B)(6) 2010: the patient presented with shoulder pain. Impression: chronic low back pain. Lumbar degenerative disc disease. Right shoulder. On (B)(6) 2010: the patient presented for follow up on back pain. Impression: chronic low back pain. Lumbar degenerative disc disease. Right shoulder. On (B)(6) 2010: the patient presented three months after the l3-l4 laminectomy and fusion. The patient was diagnosed with status post l laminectomy and fusion l3-l4 and chronic lumbalgia. The patient underwent lumbar spine series x-ray with flexion and extension. Impression: satisfactory posterior fusion l3-l4. Stable alignment. Chronic changes. No other acute findings. On (B)(6) 2010: the patient presented three months after the l3-l4 laminectomy and fusion. Impression: annular tear with degenerative disc and stenosis, status post laminectomy and fusion l3-l4. On (B)(6) 2010: the patient presented with lower back pain. Assessment: lumbago, degeneration of lumbar or lumbosacral inte r vertebral. On (B)(6) 2010: the patient underwent sacrum study. Impression: negative sacrum coccyx. On (B)(6) 2010: the patient presented for follow up for back pain. Impression: status post lumbar fusion. Chronic low back pain. On (B)(6) 2010: the patient presented with a lumbar spine pain. Pain had radiated to left foot and thigh. On (B)(6) 2010: the patient presented for right leg pain anteriorly in the l5 dermatome. Impression: status post lumbar fusion. Chronic low back pain. Post laminectomy syndrome of the lumbar spine. On (B)(6) 2010, (B)(6) 2011: the patient presented with a complaint of low back pain. Impression: status post lumbar fusion. Chronic low back pain. Post laminectomy syndrome of the lumbar spine. On (B)(6) 2011: the patient presented for follow up for low back pain that radiates down the posterior aspect of left thigh. On (B)(6) 2011: the patient presented with a chief complaint of back pain. Low back pain can radiate down the posterior aspects of both legs still. On (B)(6) 2011: the patient presented for follow up for persistent degree of life interference, lumbosacral junctional pain. Assessment: tenderness of the si joints, positive faber's bilaterally. Impression: chronic lumbalgia with history of multi-operated spine, failed back syndrome. Questionable painful retained instrumentation. On (B)(6) 2012: the patient presented with a chief complaint of back pain. Low back pain can radiate down the posterior aspects of both legs still. On (B)(6) 2015: the patient underwent x-ray of chest due to pneumonia. Impression: copd with chronic appearing changes. On (B)(6) 2015: the patient underwent CT of head/brain without contrast due to history of fall. Impression: atrophy and chronic white matter changes. No acute intracranial abnormality. The patient also underwent x-ray of lumbar anterior-posterior and lateral views. Impression: no acute osseous abnormality. On (B)(6) 2015: the patient underwent ultrasound of aorta due to lower back pain. Impression: no evidence for abdominal aortic aneurysm. The patient also underwent CT of lumbar spine without contrast. Impressions: postsurgical change from prior l3-l4 fusion with bony fusion masses rods and transpedicular screws bilaterally. Study otherwise notes multilevel mild annular bulging but no focal lesion or canal stenosis. L5-s1 fusion. No fracture.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.